Event description:
It was reported that a spectrum pump had no set-loading instructions during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize an open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower latch switch which did not function as intended. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.